Event description:
It was reported that the device got stuck with the guidewire. The physician was unable to load the balloon onto the non-(B)(6) guidewire. The guidewire was stuck and did not exit the balloon. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).